Manufacturer narrative:
The unit had a partially broken reservoir tube lip, a minor scratched display window, cracked battery tube threads, a cracked case at the reservoir tube window corner, and a missing reservoir tube o-ring.

Event description:
The customer called to report that the reservoir compartment was damaged. The customer's blood glucose reading was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and to return their device for analysis.